Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Full event site name: (B)(6) med ctr. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that he reseated the tank and changed the gasket. The fse also applied high vacuum grease to o-rings and fittings. The fse then tightened helium lines and performed leak test. Measured 3 psi drop within 5 min at 1098 psi. The fse completed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.